Manufacturer narrative:
The exact patient age is unknown; however, the patient is over 18 years old. (B)(4) for the reported issue of stent cover damage. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-01394 and 3005099803-2012-01395. It was reported to boston scientific corporation that two wallflex esophageal fully covered stents were attempted to be implanted within the esophagus on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the patient was being treated for an anastomotic leak within the esophagus. During the procedure, the first stent (manufacturer report # 3005099803-2012-01394) was advanced to the target lesion; however, upon deployment, under endoscopic visualization, small holes were observed within the stent covering. The stent was unable to be reconstrained as it was fully deployed; therefore, the physician used forceps to remove the stent from the patient. Subsequently, a second stent (manufacturer report # 3005099803-2012-01395) was examined prior to use; however, "little perforations" in the stent covering were observed. Reportedly, there was no damage to the packaging of the device. The stent was not used during the procedure. No other damage was noted to the devices. The case was aborted as the physician did not have any additional stents to use. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Only the stent was received for analysis; the delivery system was not returned. A visual examination of the returned device found no issues with the stent or the silicone coating. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the condition of the returned device was not consistent with the complaint incident, and the device met product specifications.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2012-01394 and 3005099803-2012-01395. It was reported to boston scientific corporation that two wallflex esophageal fully covered stents were attempted to be implanted within the esophagus on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the patient was being treated for an anastomotic leak within the esophagus. During the procedure, the first stent (manufacturer report # 3005099803-2012-01394) was advanced to the target lesion; however, upon deployment, under endoscopic visualization, small holes were observed within the stent covering. The stent was unable to be reconstrained as it was fully deployed; therefore, the physician used forceps to remove the stent from the patient. Subsequently, a second stent (manufacturer report # 3005099803-2012-01395) was examined prior to use; however, ''little perforations'' in the stent covering were observed. Reportedly, there was no damage to the packaging of the device. The stent was not used during the procedure. No other damage was noted to the devices. The case was aborted as the physician did not have any additional stents to use. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.